Manufacturer narrative:
The alleged malfunction could not be duplicated in testing, and there were no defects found in the returned product.

Event description:
A consumer stated that her husband had allegedly received 3rd degree burns on his back from a heating pad. The consumer stated that their daughter is a nurse, so her husband did not seek additional medical attention. The consumer stated that he was laying on the heating pad when the incident occurred. The instructions for proper use clearly states, "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and the chair, sofa, bed or pillow."